Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is male/(B)(6) years old. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: incidence and characteristics of coronary artery spasms related to atrial fibrillation ablation procedures. Circulation journal. 2021; 85: 264 ¿ 271. Doi: 10.1253/circj.cj-20-1096. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding cryoballoon ablation. The article reports patients who experienced coronary artery spasms (cas) before, during, and after cryoballoon ablation procedures. In some patients, ventricular fibrillation (vf) occurred, cardioversion was performed, and cardiopulmonary resuscitation was initiated. Emergency coronary angiography (cag) revealed cas in the right coronary artery. Intracoronary nitroglycerin was injected, and the spasms were relieved. Other patients that underwent emergency cag had spastic lesions observed in the coronary arteries and revealed total occlusion in two patients, focal severe (90¿99%) stenosis in 14 patients, and moderate stenosis or slow flow in seven patients. Cag of the left coronary artery revealed total occlusion in one patient, focal severe stenosis in two patients, and moderate stenosis or slow flow in eight patients, along with st elevation in others. All abnormal cag findings were relieved by intravenous or intracoronary injection of nitroglycerin. All patients recovered without any sequelae after the treatment. The status/ disposition of the catheters is unknown. No further patient complications have been reported as a result of this event. Further follow up did not yet yield any additional information.